Manufacturer narrative:
Per the factory in (B)(6), upon evaluation the blade was found to be broken. There are visible discolorations on the shaft and on the breakage surface. The discoloration indicates corrosion. The broken off part of the blade was not returned. The device was manufactured in august 1989. Therefore it is suspected that the device was in use for more than 30 years. The root cause most probably is wear and tear as the device was manufactured in august 1989. Corrosion can weaken material. Due to wear the blade can get dull which will require higher force initiation during usage. This can cause damage and breakage of the blade. No indication for a manufacturing or material related issue was found during the investigation.

Event description:
Per the factory in (B)(6), allegedly there was an event occurred in (B)(6), during a procedure the blade from the optical urethrotome snapped inside the patient. The surgeon was satisfied there was no harm to the patient.